Event description:
During left leg above the knee amputation while cutting the femur bone, the electric bone saw blade broke in 2 pieces while in use. Blade taken out of service. X-ray obtained prior to closing and no foreign body fragments identified.